Event description:
Customer initially reported that their abbott diabetes care device powered on with button but not with test strips. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter met specifications prior to release to distribution. The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No issues were observed. Meter did not powered on with button depression and test strip insertion. Initiated meter communication using usb cable plugged to the meter usb port and a computer usb port and connected to approved software. Communication was not successful and meter display is not on. De-cased meter and performed internal visual inspection on the pcba (printed circuit board assembly). Also, burn marks was observed. An extended investigation has been performed. The meter was received by the hpqe (hardware product quality engineering) team in a de-cased state. A visual inspection was performed using a digital microscope (eq5324) on the returned meter¿s pcba and burn marks were observed on the u1 component. The meter event log was unable to be downloaded and reviewed for any abnormalities. This aligns with phase 1 observations. Functional testing was conducted on the returned meter. The meter was tested for shorts on the c30, c31, c32, and c35 capacitor components. Upon measuring each component, it was found that the c35 capacitor had a resistance value. A capacitor with a measured resistance which was evidence of a shorted electrical path. Upon further visual inspection of the c25 capacitor, no shorted solder paths were visible, indicating the observed measurement was due to an electrical short in the u1 component. Hpqe determined that the failure was consistent with damage caused by external electrical stress, introduced through the usb interface under non-standard use conditions. Therefore, this issue will be closed to not confirmed to use ¿ external factors. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device powered on with button but not with test strips.. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.